Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the device failed to cross another company's stent which has been implanted earlier during the same procedure. The mini vision reportedly got caught on the struts of the previously implanted stent and upon attempting retraction, became dislodged and was lost in the pt's coronary. Another company's 2.25 stent was used to compress the mini vision stent against the vessel wall. The pt was doing well after the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Although no pt anatomical info was provided, an attempt was made to advance the mini vision sds distal to a newly deployed competitor's stent, as reported. It should be noted that the precautions section of the mini vision's instructions for use states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." This interaction likely contributed to the reported failure to advance and subsequent stent dislodgement.